Manufacturer narrative:
Concomitant medical products: 694965 lead; 419388 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated chronically high thresholds and possible intermittent far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was noted that the ra lead exhibited loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.